Event description:
Report received of an over-delivery. The customer contact indicated that the initial physician order was for the pt to receive 239.3ml of natrecor at a rate of 39.8ml/hr for six hours. Prior to the starting the infusion, the physician changed the order for the pt to received a 43.7ml bolus dose of natrecor. The rn reportedly programmed the pump to deliver a volume to be infused of 43.7ml at a rate of 500ml/hr. Approximately ten minutes later, the nurse entered the room and noted that the pump delivered the entire 239.3ml bag of natrecor. There were no reported audible alarms. There was no reported adverse pt effect and no medical intervention was required. Thought requested, no additional info was available.